Event description:
It was reported that the usb cable was damaged and the wiring was exposed. The customer's blood glucose level ranged from 108-109 mg/dl. Customer was sent a replacement cable to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.